Manufacturer narrative:
The reported events of unable to interrogate and premature battery depletion were confirmed the device was received with no telemetry communication and no output. Visual inspection of the header attachment area detected an anomaly between the pre-molded header and titanium case. The device was cut open to enable further testing, and the battery was found depleted. Feedthrough leak test was performed, indicating a device hermeticity breach. This is consistent with feedthrough damage as a result of fluid intrusion between the header and case, and subsequent fluid ingress to internal electronics. Hybrid circuitry was tested by connecting to an external power source. Test results indicated elevated current drain, consistent with moisture damage, resulting in the reported event.

Event description:
It was reported that the pacemaker exhibited premature battery depletion. It was noted that the patient was seen in the emergency room with lightheadedness, fatigue, and a junctional rhythm at a rate of 22 bpm. The device was explanted and replaced. The patient was in stable condition.